Event description:
A (B)(6) male patient contacted zoll customer support to report constant check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has completed. The reported problem (check belt messages) has been confirmed. Upon investigation there was an shorted pulse wire in the cable connecting the distribution node to the front therapy electrode (te). The cause of the check belt messages is the shorted pulse wire. The root cause of the shorted pulse wire cannot be positively identified. No adverse event resulted from the shorted wires. The patient received a replacement electrode belt.